Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2012. Three months following the procedure, the patient experienced bleeding and underwent a procedure to have the wound resutured. In (B)(6) 2012, the patient was diagnosed with a mesh exposure in the vagina and the mesh was trimmed by the physician. The patient experienced a further mesh exposure and underwent an excision of the exposed mesh and resuturing.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.